Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, patient displayed glistening on lens. The patient had reported that vision was deteriorating. The lens was removed, since then there have been no other problems reported. The product did not cause illness or injury.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. This is not a current complaint. The file was opened from a market research comment. Ophthalmologist reported in an interview that some patients displayed glistening on monofocal lenses approximately 10 years ago. Ophthalmologist was unsure what specific monofocal lens. The manufacturer internal reference number is: (B)(4).